Event description:
It was reported that during the procedure in the distal right coronary artery a 3.0 x 12 rx promus stent was deployed after pre-dilatation and a grade b dissection occurred at the proximal edge of the stent. An additional 3.0 x 12 rx promus stent was deployed for successful treatment of the dissection with 0% residual stenosis. For treatment of a second lesion in the proximal left circumflex artery/second obtuse marginal, a 2.5 x 12 rx promus was deployed successfully after pre-dilatation. Post procedure same day, cardiac enzymes were noted to be elevated. Myocardial infarction was diagnosed. No action or treatment was initiated. The patient was discharged one day post procedure with aspirin and clopidogrel prescribed. Per physician, the relationship of the adverse events to the index procedure is highly probable. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests: (B)(6) 2009 22:02:00, troponin I, -0.09, 0.35 ng/ml. (B)(6) 2009 05:45:00, troponin I, -0.09, 0.92 ng/ml. (B)(6) 2009 09:02:00, troponin I, -0.09, 0.85 ng/ml. Troponin elevation was consistent with protocol definition of mi (peak ck= 134.0 iu/l, uln= 195.0 iu/l; peak ck-mb= 13.7 ng/ml, uln= 6.3 ng/ml; peak troponin I= 0.92 ng/ml, uln= 0.09 ng/ml). Concomitant medical products: promus stent part (B)(4), lot 8102061; promus stent part (B)(4), lot 8110561. In this case, there was no reported product deficiency. Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the promus instructions for use (IFU). A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The promus stent part (B)(4), lot 8102061 and promus stent part (B)(4), lot 8110561 are being filed under a separate medwatch MFR number.